Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient. Procedural and post procedural images were not provided; therefore, the alleged reported issue cannot be confirmed. The instructions for use (IFU) identifies clot formation as a potential complication associated with use of the device.

Event description:
It was reported during that the fred device was implanted successfully with no event in the m1 territory. Post-procedure, the patient deteriorated. Follow up imaging indicated significant thrombus intra-stent. Medication was administered with success. Stent partially prolapsed into the aneurysm indicating proximal shortening. Patient recovered with no symptoms. Intervention was required.